Event description:
Caller states the advantage meter "made a noise," and then the battery blew up. Caller noted "black carbon" in the battery compartment, and that the meter was hot to the touch. The meter screen also showed signs of burning. No adverse event reported. Requested return of suspect device and replacement was sent.